Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing discomfort at her ipg site. The pt underwent a surgical procedure on (B)(6) 2013. The physician repositioned the pt's pocket site and explanted her ipg and replaced it with a smaller ipg. The pt was receiving effective stimulation coverage postoperative.